Event description:
Per the information provided to co by the physician's office, the device was removed due to a "tubing fracture at strain relief", secondary to "fluid loss". As reported to co, the pump and some assembly kit components(s) only were removed and replaced; leaving the cylinder(s) and reservoir components in place from the initial implant.